Manufacturer narrative:
No button error alarms noted. All of the buttons functioned properly. However, the device had moisture on the keypad traces. The device had missing end cap sticker, scratched reservoir tube window, cracked reservoir tube lip, minor scratched lcd window and cracked case at the display window corners. (B)(4).

Event description:
Customer reported via phone call, the insulin pump had alarmed button error. Customer's blood glucose was unknown. Customer stated the device was exposed to humidity. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis.